Event description:
Complainant alleged that during use on a pt (age and gender unknown), the device displayed a "discharge fault" error message. There was no indication of any adverse effect on the pt as a result of the reported malfunction.